Event description:
Information was received indicating that while is use of a smiths medical cadd administration set, liquid leakage was noted. It was also reported that the liquid spilled into the backpack and caused the pump to stop working. No adverse effects were reported.